Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The arm labels were damaged. Both enclosures were damaged. A functional evaluation was performed. The device failed the weight test. The piston migration was at 2.5 inches. There was oil leaking from the distal piston. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.  No containment or corrective actions are recommended at this time. Reference number: case-(B)(4).

Event description:
It was reported that the spider 2 tenet 7615 was not working properly as it had clicking noises. No case reported; therefore, there was no patient involvement. Results of the investigation have concluded that the device failed the weight test (unit received pressurized), which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.